Manufacturer narrative:
The surgical table subject of the reported event was installed in 1993 and is approximately 23 years old; the surgical table is serviced and maintained by the user facility. Following the reported event, user facility personnel removed the table from service. A review of steris service records indicates the service call subject of the reported event is the only time steris has been contacted to inspect the unit. A steris service technician arrived to inspect the surgical table. User facility personnel stated to the technician that they were unsure of the actual date of event. The technician inspected the surgical table and was unable to duplicate the reported event. No issues were noted with the function or operation of the table and no damage was noted. During the technician's inspection, he found evidence of fluid intrusion within the table's column shroud. Due to the evidence of fluid intrusion, fluid may have come into contact with electrical components during the time of the reported event subsequently causing the unintended table movement. The user facility will make repairs to the surgical table. The steris service technician recommended to the user facility to review their table draping procedures in response to his observation of fluid intrusion.

Event description:
The user facility reported that during a patient procedure their surgical table articulated without being commanded to do so. User facility personnel commanded the table into the desired position and the procedure was completed successfully. No report of injury, procedure delays or cancellations.